Event description:
A surgeon reported there "seems to be a significant restriction" when pushing the plunger with this product. This happens in one out of five vials. There was no pt involved.

Manufacturer narrative:
The product was not returned for analysis. No remarks related to this complaint have been reported in the batch record. A functionality test has been performed during the blistering operation and the result was satisfactory. The expression force of the syringe batches involved have been tested and is within specification. Nevertheless, in order to continuously improve customer satisfaction, the current two suppliers for these syringes have been evaluated and focused on the barrel supplier with the lowest gliding force. The other supplier has been requested to further optimize the gliding force of his empty syringes. In addition, expression force testing on the finished product was introducted in (B)(4) 2010. There have been three other similar complaints reported in the lot number. (B)(4)